Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported having peritonitis. A follow up call was made to the patient's nurse who reported that the patient was diagnosed with peritonitis on (B)(6) 2017. The patient was not admitted to the hospital for this event. The nurse was awaiting the results for the isolated organism, however she stated that the patient's result reflected gram positive organism for which he was treated with cefazolin. It was also reported that the peritonitis was a result of a break in sterile technique.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.